Event description:
During incoming inspection at covidien (B)(6), the device sounded an activation tone even though the activation button was not pressed. There are no injuries involved.

Manufacturer narrative:
(B)(4). The incident device has not been received at covidien (us) for eval. When the sample is received, an eval will be conducted and the results of the eval will be submitted in a f/u report.